Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit was set to proper time and date. No unexpected time change alert noted during testing. Unit functions properly. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 580 mg/dl. The customer was admitted to the hospital. Customer was experiencing symptoms of nausea, thirsty, rest room every hour, vomiting and weak. Customer cause of hospitalization was diabetic ketoacidosis. The customer was treated with glucose, IV drip and heart monitor. The customer was wearing the pump at time of hospitalization. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer was advised that we are sending replacement pump.